Event description:
It was reported that the customer dropped the pump, which led to a malfunction alarm displaying code malf 9. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided the customer with pump reset information and assisted in resetting the pump, which resolved the issue, allowing the customer to continue using the pump.